Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call lost sensor alarm. Customer's blood glucose level was 23 mg/dl. Customer needed assistance to attach a new transmitter to the insulin pump. Customer refused to troubleshoot for low blood glucose levels. Troubleshooting for the lost sensor alarm was performed. Customer was advised to monitor the insulin pump and call back if issues persist.